Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after experiencing episodes of syncope. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2019, and the patient was stable post-procedure.